Event description:
My abbott freestlye libre 3 sensor gave irrational readings. The reader gave very low readings then jumped to very high numbers. While I was speaking to the customer support, I gave them the readings as I was on the phone. The numbers jumped irrationally while on the phone. I was told to remove the sensor and mail it in. I have two other sensors that I remove due to erratic readings. It appears that the readings have not been recorded correctly. I just viewed my history and no low gl readings were reported. Pt code: 4582. Device code: 2588. Referenced reports: mw5181637, mw5181638.